Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting beeping tones. Device was subsequently explanted and returned for disposal. No adverse pt effects or product performance allegations were received with regards to this device. Initial routine returned device testing indicated that the device did not meet longevity expectations and detailed analysis was required.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition.